Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4)

Event description:
The facility representative with reported a colleague infusion pump with a damaged battery. This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version number 5.09.90 which is categorized as remediated.

Manufacturer narrative:
The reported condition of damaged battery was confirmed but not reproduced. The reported condition is due to damaged batteries. The main batteries were replaced to correct the reported condition. (B)(4).